Manufacturer narrative:
Concomitant medical products: product ID 8637-20, serial# (B)(4), implanted: (B)(6) 2013, product type: pump. (B)(4).

Event description:
The following information in brackets was previously reported in manufacturer report report # 3004209178-2013-10549: [it was reported that the patient's mother thought that the pump wasn't working. The patient was more spastic; per the reporter, usually it was a uti or something else. The patient's mother thought the spasticity had been worse since the pump was replaced. She wanted the pump interrogated and she wanted to know that it was working well. The clinic was planning to do an indium study. There had been no pump volume discrepancies. The pump was delivering compounded baclofen. Additional information was received from the physician's nurse and it was reported that the she was not aware of any other troubleshooting. The patient came in for a pump refill on (B)(6) 2013. No device malfunctions were suspected and no patient symptoms were noted when the patient came in for the refill. It was further reported that with this device the patient was now loose, which was different than when he had his previous pump. (See manufacturer report #3004209178-2013-12679).] Additional information was received from a healthcare provider. The event date was (B)(6) 2013. The patient experienced a sudden change in therapy. The patient has not had therapeutic relief since the pump was implanted. A dye study was considered. The healthcare provider (hcp) tried to aspirate the side port but could not. The hcp considered pushing the drug from the catheter into the intrathecal space so he can complete the dye study. The reporter indicated the patient's case was complicated and the patient was not communicative. The patient's mother believed the therapy was not working. The patient's dose was titrated up and therapeutic boluses were attempted but it had no effect on the patient. The hcp performed an indium study and could see the indium in the intrathecal space as expected. The dose was reduced from 1,000 mcg/day to minimum rate and the patient did not have an adverse response. The hcp believed the patient was not a candidate for the therapy. The pump was previously delivering compounded baclofen 2500 mcg/ml; 1,000 mcg/day and was currently delivering 15 mcg/day; minimum rate. The indications for use were intractable spasticity and cerebral palsy.